Event description:
The implantable neurostimulator (ins) turned on by itself in the middle of the night. The ins has been dead for two years and the patient has not used it for two years. The patient received less than 50% therapy relief at the device pocket. There were communication, telemetry, and coupling issues. Unable to adjust stimulation was noted. The company representative met with the patient at the clinic and neither their 8840 (clinician programmer) or his patient programmer (pp) were able to connect to the device. The cause of the product issue was not determined and was not resolved. Diagnostic testing and troubleshooting will be performed in the future. The patient was alive with no injury. It was noted that the patient has deep brain stimulation (dbs) and ¿didn¿t think it was the dbs.¿ the patient was going to see his neurologist when he could. Additional information has been requested to find out if any intervention or troubleshooting was done and the outcome of the event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7425, serial# (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator; product ID 3487a, lot# j0120814v, implanted: (B)(6) 2001, product type lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3998, lot# lb4671, implanted: (B)(6) 2003, product type lead. (B)(4).